Event description:
It has been reported to philips that geometry was unavailable. The system was in clinical use at the time of the reported event. The patient was moved to another room for the procedure to be completed. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned (non-emergency) procedure. The procedure was completed by moving the patient to another system. It was reported to philips that geometry movements partly available. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found geometry movements partly available. To resolve the issue, the fse ordered and installed geometry pc and downloaded board software. The defective parts were returned for analysis, for geo pc, malfunction was observe with one non-functional/dead unit. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.